Event description:
The reporter stated the surgeon attempted to insert an aq5010v silicone three piece lens but due to an irregular haptic, was unable to do so. There was patient contact with the tip of the injector but the lens was not injected into the eye.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): evaluation:method - device history record review.results - a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that contributed to the complaint. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event is an error on removal from packaging. (B)(4).